Event description:
A customer reported an error message associated with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by guiding them through a pump reset, which successfully resolved the issue, allowing the customer to start their sensor session without further error messages.